Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of "area not clean before starting pd" (coded as peritoneal dialysis complication) and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis which required hospitalization. On (B)(6) 2011, the patient was treated with reflin injection 1gm daily ip (ongoing), heparin injection 1,000iu twice daily ip (ongoing) and fortum injection 1gm daily ip (ongoing). The root cause of the peritonitis was the "area was not clean prior to starting pd". It was unknown whether the events resolved. It was not reported whether dianeal pd2 ultrabag therapy was ongoing. The patient's concomitant medication was not reported. The reporter believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy. The causality for the event of "area not clean before starting pd" was not reported.